Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited loss of capture for approximately 30 seconds during an interrogation. It was noted that the patient was symptomatic at the time. Attempts to obtain further information were unsuccessful.